Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump was over delivering insulin. The caller stated that last week her blood glucose was 385mg/dl, then she changed out her infusion set, and her blood glucose dropped. The customer stated that it happened again in the morning when her blood glucose was high, and she changed her infusion set. The caller stated that her glucose level dropped to 57mg/dl and kept dropping. The customer took about eight glucose tables to bring up her sugar level. The caller stated that the last time it happened she had a seizure. Attempted to troubleshoot the insulin pump, but the customer did not follow the instructions properly and rewound the insulin pump. Instructed the caller to review the prime history, but the customer was frustrated because she was at a rehabilitation facility and hang up. No further information was provided.